Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found with damaged insulation to the conductor wire near the distal idler pulley. Material appeared to be lifted off, but no material appeared to be missing. The electrical continuity test still passed. The known common cause of this failure is mishandling/misuse. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and performed grip function successfully. A log review was performed for the fbf instrument reported in this complaint (pn: 470205-17/n101911070021) and the following was found: the instrument was last used on (B)(6) 2020 on (B)(4). The instrument had 6 uses remaining and was not used for any subsequent procedures. No error would appear in the logs for this type of reported issue. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the fbf instrument was found to have damage of the conductor wire's insulation and the electrical continuity test passed. A bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, on an unknown event date, the fenestrated bipolar forceps instrument was noted to be defective. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. The only additional information available was that the instrument was "rejected in the sterilization process because these defects were visible."